Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, in addition to the procedure itself, some patient factors increasing the risk of apical bleeding (including the patient¿s age) were present and may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required. This report is associated with MFR report # 2015691-2014-01323.

Event description:
After transapical deployment of a sapien valve, the ascendra 3 delivery system and sheath were removed; however, the patient¿s pressure began to decline, then rapidly declined. Apical access site bleeding was discovered so the patient was placed on bypass and the access site was repaired; however, the patient¿s pressure did not recover as expected. Echo showed the valve was stable in the annulus but now there was significant central ai and moderate pvl. The patient was taken off of bypass. A transfemoral system was positioned and a second valve was deployed 1-2 mm inferior to the first valve in a 70:30 a/v position, resulting in no central ai and trace pvl. The femoral access site was closed. Following the procedure, the patient was hemodynamically stable and transferred to ICU. The patient was reported to have a porcelain aorta with severe native valve and aortic root calcification. According to the reporter, the bleeding was "due to patient factors¿ and the surgical team tried to minimize the amount of time the sheath was in place. Coaxial alignment of the delivery system and valve was noted as fair. The image intensifier angle was noted as fair.